Manufacturer narrative:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test otc 2 test pack. The customer reported that the initial test restults were negative upon retesting she received positive results. Pcr confirmation testing was performed with unknown results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153476 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153476 and device part number 195-430h / lot 148405. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153476 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported a false positive result with the binaxnow¿ covid-19 antigen self test otc 2 test pack. Repeat testing was performed with negative results. Pcr confirmation testing was performed with unknown results. No additional patient information, including treatment and outcome, was provided.